Event description:
Info was received in 2005 from a physician via a sales rep regarding a female pt who received synvisc injections into the knee (knee unspecified) three years ago and her knee "blew up" referring to excessive swelling. The knee was drained and the pt recovered after three days in the hosp. No further info was provided. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.